Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported string pulled out upon removal of the tampon. She was able to manually remove the tampon. She stated string was missing on several tampons prior to use. She is doing fine.